Manufacturer narrative:
The initial medwatch report indicates: physio-control provided the customer with a replacement device. Physio evaluated the customer's device and verified the reported issue. Physio also observed that an event code related to the failure to shock had been logged in the device's memory daily since (B)(4) 2015. Physio-control then replaced the therapy pcb assembly to resolve the reported issue. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q7, on the h-bridge circuit. The initial medwatch report should indicate: physio-control provided the customer with a replacement device. Physio-control evaluated the customer¿s device but was unable to duplicate reported failure to shock. Physio did, however, observe that a service indicator was present along with an event code that had been logged in the device¿s memory daily since (B)(4) 2015, indicating that the device had experienced a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock being delivered. The device also gave an "abnormal energy delivery" message following the monophasic shock. Physio-control then replaced the therapy pcb assembly to resolve the reported issue. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted transistor, designator q7, on the h-bridge circuit. The shorted transistor allowed only 84% of the targeted energy to be delivered through the positive portion of the biphasic output waveform, resulting in a monophasic shock.

Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio evaluated the customer's device and verified the reported issue. Physio also observed that an event code related to the failure to shock had been logged in the device's memory daily since (B)(6) 2015. Physio-control then replaced the therapy pcb assembly to resolve the reported issue. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q7, on the h-bridge circuit.

Event description:
The customer contacted physio-control to report that during a patient event their device would not shock, when prompted. The customer advised that the device did charge, but when they pressed the shock button, an "abnormal energy delivery" message appeared on the display and the shock was not delivered to the patient. After multiple attempts, physio-control has been unable to obtain additional details about the patient or the event from the customer.